Event description:
I am a veteran who receives health care from the (B)(6). I have type I insulin dependent diabetes. I was issued a precision xtra blood glucose testing meter. I have seen the abbott labs and FDA recall of blood test strips. My lot 45001a753, is listed in the recall notice. When I used it yesterday, it apparently gave me a false low reading. As a result, I failed to take enough insulin. I woke up early this morning, has severe symptoms of hyperglycemia, vomiting. The test result then showed hi, meaning over 500 mg/dl. I took 25 units of humulin r insulin. Five hrs later, the reading was 333 mg/dl, I took 18 more units of regular insulin. Extrapolating backwards, I suspect the first morning reading was in the 700-800 mg/dl range. I stopped using the defective lot and recommend no one continue to use this lot. Dose or amount: one; frequency: 4-5 times daily; route: cutaneous. Dates of use: 4 yrs. Diagnosis or reason for use: type I insulin dependent diabetes. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.